Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty tracker box. System operates as intended.

Event description:
It was reported the system was having accuracy and tracking issues. No pt injury was reported.